Event description:
Three cryocyte freezing containers broke before thawing after being removed from the freezer. The doctor commented that the bags exploded scattering the contents in their face. No mucous membranes exposure occurred. The pts did not receive stem cell product from the broken bags, the remaining product was sufficient for engraftment. The described events happened on three occasions for three different pts, no pts' specific info available.